Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
Customer reported that a vela ventilator's battery failed while on use with a patient. Due to a power issue a the hospital the ventilator needed to switch to its battery. The patient was transferred to a back up unit and there was no patient harm.